Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : 02/03/2017. One used lf1637 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. The returned product did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found a lot of eschar near the hinge area, in the knife track groove and on the seal plates. The customer reported that during the device was difficult/impossible to open. The reported condition was confirmed. A higher than normal resistance force was experienced while opening the jaws. Inspection found excessive eschar in the hinge area, on the seal plates and in the knife track groove. The knife was difficult to deploy due to tissue build-up. Once the heavy eschar was removed from the hinge area, the seal plates and the knife track groove, the knife moved smoothly in the track groove. The jaw opening was much smoother after the eschar clean-up. The jaw force was measured and found to be acceptable. When tested after the clean-up, the activation was found to be normal. The investigation identified the root cause of the reported event to be improper cleaning. The IFU states keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device would no longer reopen during a laparoscopic hysterectomy. Another device with the same lot number was used to complete the procedure without issue.